Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave cath 31mm during procedure presented a guidewire stuck and the spline was deformed. While working on the left superior pulmonary vein (lspv) the guidewire became stuck in the catheter. After eventually getting the wire un-stuck and removed from la, farawave catheter petals had deformed, and physician wanted a new system. The procedure was completed with an alternate device. The catheter was disposed. No patient complications reported.